Event description:
It was reported that the device was used during a laparoscopic colon resection. The device fired an incomplete staple line. The case was completed by another method and an artificial anus was placed.